Event description:
Report received that the pump didn't display the volume delivered. During testing at the user facility, the device was programmed to deliver an unspecified amount at an unspecified rate. The biomedical engineer stated that the pump would infuse; however, the total volume delivered was displayed as "five horizontal dashes across the screen." There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.